Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints for this production order has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a scratch on the center of pcb00v monofocal iol (intraocular lens). Through follow-up, a lateral scratch was found on the back side of iol after insertion. It was also noted that patient's implant had no discomfort and healon was used. Further details of treatment is unknown as the patient's state will be closely monitored by her doctor. Iol was shifted in the upper side of pupil area, so part of the wound was not centered. There was no patient injury however. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The dvd was evaluated by the sme (subject matter expert) to address the complaint issue reported. Based on the video and controls in place the ¿scratch¿ cannot be attributed to the manufacturing process of the preloaded delivery system. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.